Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Md used screwdriver and found it to be partially stripped was able to use another screwdriver.

Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to event. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 2 other events for the lot referenced. The event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient medical information was provided. If the device and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Md used screwdriver and found it to be partially stripped was able to use another screwdriver.